Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter shaft was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection product analysis found the microcatheter was returned with a stent protruding from the distal end and the stent delivery wire (sdw) was stuck in the distal outer lumen. Approximately 0.5cm of the distal end of the microcatheter outer lumen had been torn but was still attached to the microcatheter but had to be cut to remove the stent device. An unknown device, possibly an introducer sheath, was returned with the microcatheter. The microcatheter shaft was slightly kinked/bent 146cm from proximal end. Twisting/pulling was noted along the distal end of the microcatheter shaft. During functional inspection on removal of the stent device, the microcatheter shaft was flushed and a 0.027" pin gauge was inserted into the microcatheter hub without difficulties, it met the proximal end of the microcatheter shaft when inserted into the microcatheter hub. The microcatheter shaft was flushed again, and a 0.0265" patency mandrel was advanced through the microcatheter with fiction/resistance felt while advancing the mandrel through the distal shaft due to the damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device(s) were a guidewire, microcatheter, flow diverter stent. Product analysis found the microcatheter was returned with a stent protruding from the distal end and the stent delivery wire (sdw) was stuck in the distal outer lumen. Approximately 0.5cm of the distal end of the microcatheter outer lumen had been torn but was still attached to the microcatheter but had to be cut to remove the stent device. The microcatheter shaft was slightly kinked/bent 146cm from proximal end and twisting/pulling was noted along the distal end of the microcatheter shaft. On removal of the stent device, the microcatheter shaft was flushed and a 0.027" pin gauge was inserted into the microcatheter hub without difficulties, it met the proximal end of the microcatheter shaft when inserted into the microcatheter hub. When a 0.0265" patency mandrel was advanced through the microcatheter, fiction/resistance was felt while advancing the mandrel through the distal shaft due to the damage. It is most probable the sdw was advanced through the microcatheter with excessive force which caused the distal end of the microcatheter to become damaged and the stent to become stuck in it. It is also probable that repeated attempts at trying to pull back the sdw caused the significant twisting/pulling along the distal end of the microcatheter shaft and the outer microcatheter lumen to tear. An assignable cause of procedural factors will be assigned to the reported event: ¿catheter shaft friction¿ and analyzed events: ¿catheter shaft broken/fractured during use¿, ¿catheter shaft kinked/bent¿, ¿catheter shaft twisted¿ and ¿catheter shaft friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.